Manufacturer narrative:
The manufacturer has been unable to speak with the customer directly, but was able to obtain additional info from the husband. During the initial follow-up conversation, he reported they picked up the pump on thursday evening ((B)(6) 2011). On friday morning ((B)(6) 2011) his wife unpacked the pump so she could use it and washed the parts. She had difficulty breathing, broke out in hives, had to give herself an epi pen, and went to the hospital. He noted that "all over the unit are rubber knobs." According to the husband, the only way she has that allergic reaction is to latex, and the pump is the only thing she touched that was out of the ordinary. When asked to clarify, the husband indicated the hives were located all over. He further stated that when she touches latex - if she even brushes a band-aid - she has difficulty breathing, swelling, eyes water, "the whole nine yards" to the point where she has to give herself a shot with an epi pen. The husband stated his wife was in the hospital for four (4) hours and was given benadryl, breathing treatment, "the whole work up," and was discharged to be put on prednisone. A return has been set up for the original pump; it has not been received as of the date of this report. A clinician from the manufacturer also contacted the customer. A preliminary review of labeling in-house was performed; all confirmed there is no latex in the pump. As such, there must have been another trigger in the home. However, the event is such that would require an MDR submission. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. Summary: the wife had a severe latex reaction and assumed it was due to the use of the breastpump. She required the use of an epi pen, and needed to go to the hospital for treatment with prednisone. Her reaction symptoms have resolved, however, still in need of breastpump. Preliminary investigations have confirmed there is no latex in the breastpump and there must have been another trigger in the home. A different breastpump was sent to the customer. Without report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer.

Event description:
The customer reported she received a pump from a medical supply store and had an allergic reaction to latex on the dials on the pump. The customer had to go to the hospital for treatment. The customer was very upset about the latex and stated it is "all over" our pump.